Manufacturer narrative:
Reliability laboratory technician; - st jude medical (B)(4) reliability laboratory; failure (event) observed during analysis. A partial lead with the connector portion measuring 13.9cm was returned. External insulation abrasion found at 5.5-6.0cm from connector pin, consistent with lead friction to the ICD can. External insulation abrasion found at 11.5-12.0cm from the connector pin. Inner coil was visible and etfe coating was abraded at the same location. This is consistent with the observation from the field of noise when the lead was in contact with the sensing coil.

Event description:
This report is to advise of an event observed during analysis.